Event description:
It was reported the doctor did a revision a ¿few days ago.¿ no further information was provided. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va06m14, implanted: (B)(6) 2013, product type lead. (B)(4).